Manufacturer narrative:
Additional information rec'd indicated that the next day the customer changed the site, cartridge and infusion tubing and the blood glucose level has stabilized. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm. The customer's blood glucose (bg) was over 600 mg/dl. The customer changed the cartridge and infusion set. The customer administered a correction bolus with the pump and the bg level lowered. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.